Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample. The initial result from elecsys 2010 analyzer serial number (B)(4) was 58 uiu/ml. The customer sent the sample to another laboratory using a siemens analyzer and the result was 1.1 uiu/ml. On (B)(6) 2015, the sample was repeated on the elecsys 2010 analyzer and the result was 54.9 uiu/ml. The same sample was sent again for confirmation on the siemens analyzer and the result was 1.08 uiu/ml. The result from a new sample taken (B)(6) 2015 was 57.1 uiu/ml. No results were reported outside the laboratory. The patient was not adversely affected.

Manufacturer narrative:
Additional information was provided that as the patient did not have pathological values for other thyroid tests, the customer expected the tsh value would be within the normal range. A specific root cause could not be determined. From the provided calibration and qc data, a general reagent could be excluded. Differences between the roche and siemens results may be due to the variance in the glycosylation patterns of the tsh molecule which are recognized differently by the antibodies used in different methods.